Event description:
Thirty-six days post hvad implantation this patient experienced electrical fault alarms which were reproducible by manipulating the driveline connector. Log files confirmed electrical faults on the date of the reported event. Upon inspection of the driveline, a green substance and a blackened pin were observed. The patient's controller was exchanged and a driveline connector cleaning was performed ((B)(4)). The controller is being returned to the manufacturer for evaluation.

Manufacturer narrative:
The device remains implanted and will not be returned to the manufacturer for evaluation. The controller is going to be returned to the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.